Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed 709 y1-axis error instead of 708 x1-axis error on the g8 instrument. Fse found the board for sensor needed to be replaced and ordered a replacement to be delivered at the facility the next week. On (B)(6) 2018, fse arrived at the customer's facility and installed the pia (sensor) board. Fse then ran calibration, precision, and quality controls (qc); all results passed within acceptable range. The error cleared and the g8 instrument was performing as intended. No further action was required from field service. A 13 month complaint history and service history review for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, error 709 is 709 y1-axis. The message is generated when there is operation error in y1-axis. The countermeasure for the customer is to inspect y1-axis and execute smp.reset. The most probable cause of the reported event was due to failed sensor (pia board).

Event description:
On (B)(6) 2018, a customer reported getting 708 x1-axis error on the g8 instrument. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.